Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported a free flow event involving syringe module and an infusion of lasix contained in a 50ml syringe attached to bd alaris large pump module vented syringe adapter (vsa) tubing. The customer stated that their hospital at the time was having a shortage of 50ml empty medication bags, so the lasix was prepared by their pharmacist in a 50ml syringe instead. The pharmacy department reportedly sent the prepared 50ml syringe with the bd alaris large pump module vsa tubing. Because the medication was prepared in a syringe, the nursing staff reportedly thought they needed a syringe pump. Without realizing that the tubing attached to the syringe was meant to be used only for large pump module that has syringe adapter, a syringe module was used to infuse the lasix preparation instead. This infusion was programmed to run at 2ml/hr. And expected to last for over 20 hours before a new syringe preparation was needed. However, the medication was infused in three (3) hours instead. During set-up, the clinician reportedly opened the vent and clamp, which is believed to have contributed to the free flow since the incorrect type of infusion module was used. The customer stated that the clinicians were unfamiliar with this type of set-up (use of bd alaris large pump module vsa tubing). There was patient involvement but no harm. The patient's kidney function was closely monitored. Since the reporting of this event, bd clinical practice consultant has provided education to the customers on the correct use of the device.

Event description:
It was reported a free flow event involving syringe module and an infusion of lasix contained in a 50ml syringe attached to bd alaris large pump module vented syringe adapter (vsa) tubing. The customer stated that their hospital at the time was having a shortage of 50ml empty medication bags, so the lasix was prepared by their pharmacist in a 50ml syringe instead. The pharmacy department reportedly sent the prepared 50ml syringe with the bd alaris large pump module vsa tubing. Because the medication was prepared in a syringe, the nursing staff reportedly thought they needed a syringe pump. Without realizing that the tubing attached to the syringe was meant to be used only for large pump module that has syringe adapter, a syringe module was used to infuse the lasix preparation instead. This infusion was programmed to run at 2ml/hr. And expected to last for over 20 hours before a new syringe preparation was needed. However, the medication was infused in three (3) hours instead. During set-up, the clinician reportedly opened the vent and clamp, which is believed to have contributed to the free flow since the incorrect type of infusion module was used. The customer stated that the clinicians were unfamiliar with this type of set-up (use of bd alaris large pump module vsa tubing). There was patient involvement but no harm. The patient's kidney function was closely monitored. Since the reporting of this event, bd clinical practice consultant has provided education to the customers on the correct use of the device.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.